Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set leaked from under the drip chamber. The leak was observed during administration of unspecified chemotherapy to the patient in the oncology department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.